Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, environmental chamber, and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a biomed testing, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement at the time of the reported malfunction.